Event description:
It was reported that the pump was hot to the touch during charging. Additionally, it was reported that the pump touchscreen was delayed in responding to presses and intermittently unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.